Event description:
The pt reports feeling "hot in the head" and experiencing cramping, weakness, decreased pain relief, hallucinations, delusions and fatigue since third refill of new drug. Pt was receiving a mix of dilaudid and fentanyl and prialt was added in 2006. The first refill on the same month and second refill on the following month were fine. Right before third refill on the following month, the pt started experiencing a "hot in the head" feeling. This feeling escalated and then cramping started which went on for two weeks. The pt reports the hcp decided to switch back to previous medications and doses to resolve issues, however, when the original changes were made to the medications, the pt stopped using duragesic patches. During this timeframe, the pt reports feeling weaker and even with new medications was not getting proper pain relief. The pt reports having hallucinations and delusions and experiencing fatigue from not sleeping due to the pain. The pt reports having been to the ER and placed on oral medication that are helping to alleviate the pain but plans to f/u with hcp to discuss continuing oral medication or intrathecal delivery. Add'l info has been requested from the hcp.